Event description:
The customer states that a pt sample generated an initial aeroset sodium assay result of 119 meq/l. A delta check flagged this result. The sample was repeated and a result of 145 meq/l was generated. This result correlated with the pt's clinical condition. Since the intial result of 119 meq/l was not reported from the lab, the customer refuses to provide any pt info. Controls were within specifications before and after the pt sample run. Upon troubleshooting, the customer discovered that cuvette washer nozzle pair #4 was overflowing at the cuvette washer. Troubleshooting efforts by the customer did not resolve the issue and a service call was initiated. There is no impact to pt management reported.